Manufacturer narrative:
The device history records for the batch were reviewed. Results code: all manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met is specifications at the time of release to distribution - there were no similar incidents against this batch. Since the device remains implanted, the complaint has reported cannot be confirmed or denied. Following our investigation, our conclusion to the most probable root cause is undeterminable. We will, however, continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality. (B) (4)

Event description:
The physician claims that during an aortic aneurysm replacement procedure, blood leakage was observed at the "y" section of the graft, after the clamp was released. The physician placed one stitch in the location to achieve hemostasis. The device remained implanted in the pt. It was reported that the alleged event did not cause a procedure delay, there was not any harm to the pt.